Manufacturer narrative:
The field's complaint of inability to power the transmitter was confirmed. Final analysis noted burnt marks on the main circuit board and casing after opening the ac power adapter. It was concluded that the damage sustained occurred after exposure to a high current flow from the power outlet.

Event description:
It was reported that the merlin@home transmitter was damaged by a storm, and could not power on.